Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by damaged rails of a drawer. A field service engineer confirmed replacement of the rails to resolve the issue, the contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed matrix drawer. The customer reported that the issue was occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.